Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose of 580 mg/dl last night, which she treated with an insulin pump bolus. Troubleshooting for the hyperglycemia was declined as her blood glucose has returned to normal. She stated that she will take manual injections as needed. No products were returned or replaced.